Event description:
It was reported by service report that the brakes are not working and the fowler reset is not working after the CPR manual is activated. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
CPR reset switch.